Manufacturer narrative:
(B)(4). D10: unk plate. Cat#: 00223200418, lot#: unk, cable cerclage cable with crimp. Cat#: 11-301304, lot#: unk, arcos con sz d std 60mm. Cat#: 650-1158, lot#: unk, delta cer fem hd 28/0mm t1. G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four and a half years post-implantation, the patient underwent a hip revision due to a plated distal femoral fracture that didn't heal. All components removed and implanted a total femur. Attempts have been made and no further information has been provided.